Event description:
It was reported that the external pulse generator displayed an error message. The device was able to be restored to full functionality and the error was not able to be duplicated. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.